Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle would not charge on the charger or any other available charger. The handle displayed a "handle error tag broken and call rep" sign on its lcd. There was no patient involved.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show the battery charge cycle count has exceeded the charge cycle limit. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. As the battery charge cycles increase battery full charge capacity decreases. To ensure the battery has sufficient full charge capacity to complete a surgical case the powered handle is rendered unusable at 300 battery charge cycles. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. If information is provided in the future, a supplemental report will be issued.